Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.